Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 33 mg/dl. The cause of low bg was unknown. The customer lost consciousness because of the low bg level and 911 was called. The customer received third party assistance from two paramedics and one emergency medical technician (emt), who provided intravenous therapy (IV) of dextrose 250 to address bg. This event did not cause an injury. Recommendation was made to consult with a healthcare provider to discuss diabetes management.